Manufacturer narrative:
Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2020-31453. It was reported that during trial implant surgery on (B)(6) 2020, the patient was unable to handle local anesthesia. The patient experienced pain and discomfort when trying to place the leads. As a result, the surgery was aborted. The issues resolved.